Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the power switch was damaged because of the amount of operation force. The number of times the power switch was depressed exceeded the recommended use as the product was a product before the design change of the power switch. Additionally, the scope socket tab was not protecting the socket pins and there was corrosion in the air tube. Additionally, the lighting time of lamp was greater than 500 hours. Replacement of listed parts was recommended.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report of stuck power button was confirmed. The old version main switch was damaged and required upgrade to new version. Additionally, found damaged scope socket tab not protecting socket pins with corrosion in the air tubing and non-olympus lamp with over 500 hours. All parts needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii xenon light source power button was stuck and could not be undepressed. There was no patient/user injury or harm reported to olympus.